Event description:
It was reported that the patient presented for pacemaker implant. Post-procedure, it was noted that the atrial lead exhibited loss of sensing and was inappropriately capturing the ventricle. X-ray imaging was performed and revealed a dislodgement of the atrial lead. The lead was repositioned successfully on (B)(6) 2024. There were no patient consequences.